Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet and disclosed use of humalog u-200; the user treated a low of 47 mg/dl with oral glucose and noted device low alerts, and training gaps were addressed by arranging additional training and education. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included complaint intake review, user interview, and provision of troubleshooting and education, including referral for additional training. Investigation of this case revealed no device malfunction reported and an unclear clinical cause for hypoglycemia, with potential contributory factor of insulin formulation mismatch relative to standard labeling for the device. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.